Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two shocks in (B)(6), but there were no episodes stored. While in the hospital, testing was performed and noise was produced, but was correctly marked as noise. The patient was discharged from the hospital with bundle branch block (bbb). Device data was submitted to technical services to determine the cause of the shocks, which were considered inappropriate as the patient had no symptoms at the time. Engineering analysis of the data found that a device interrogation session in (B)(6) 2025 was not ended properly and did not end automatically, resulting the device to be in an "active" telemetry session during the shocks in (B)(6). This current device interrogation ended the active telemetry session. Events and s-ecgs will not be stored during magnet application or an active telemetry session due to a design limitation. However, the counter data confirmed that the shocks did occur and showed a high number of normal sinus rhythm (nsr) to tachycardia transitions, consistent with oversensing of noise. Therefore, it was determined that the two inappropriate shocks were due to noise, and additional testing was recommended to evaluate the other sense vectors. X-rays were recommended to evaluate system placement and compare these with x-rays from implant to determine if the system has moved/migrated. It was also recommended to enroll the patient in remote monitoring, if possible, for closer monitoring of sensing performance as well as to confirm that telemetry was disconnecting as expected post sessions. No additional adverse patient effects were reported. The device and electrode remain implanted and in service.